Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the complaint device (fibulink® syndesmosis repair kit/ss) was not received for investigation. A photo investigation was performed based on the photos in notes & attachments section of pc titled ¿fibulink post-op with splint.pdf¿ and "fibulink post-op without splint.jpg". The images were reviewed, and the complaint condition is confirmed. After review of the x-ray provided, the fibula link cab be seen migrating out of the fibula tensioning cap. A manufacturing record evaluation cannot be performed due to lot number being unknown. This complaint is confirmed as a photo inspection does show a migration of the fibula link. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - no DHR review was completed since no lot number was supplied via photo or additional information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the surgeon reported that it appears the fibulink syndesmosis repair kit part of the product backed out or migrated out of the fibula tensioning cap. At one week post-op, the syndesmosis joint space was still the same as the intra-op x-rays, but at three weeks post-op without a splint, the joint space widened. This report is for one (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 for complaint (B)(4).